Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 6.7x 6.2 fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology were reported as the proximal neck was 22mm in diameter and 25mm in diameter immediately above the aneurysm. The aortic neck length was 15mm. The proximal neck of the right iliac artery was 8mm in diameter and the distal end was 7.5mm in diameter. The proximal neck of the left iliac artery was 8mm in diameter and 7.5mm in diameter at the distal end. It was noted that the patient had existing bilateral 8mm self-expanding stents prior to stent graft placement. During the index procedure deployment of the stent grafts was uneventful and the final angio looked fine. It was reported that approximately 10 days post index procedure the patient presented at the hospital with lack of flow in both legs and claudication in the butt. A cta and initial angiogram revealed that the stent grafts except 10mm of the proximal main body occluded with thrombus. Both limbs and the main body were occluded, full of thrombus. The physician was unsure if the patient has hypercoagulability. The physician noted that the event started due to lack of flow in the left limb which was deployed into an existing self-expanding stent and then thrombus propagated. The p physician performed the intervention the following day. A reliant and (another manufacturer¿s) device were used to remove the clot through the main body and both limbs. Subsequently, the physician delivered focal doses of tpa to break up the clot. The physician decided that the best way to trap the remaining clot in the main body of the graft was to extend from the proximal edge of the main body with two 16/16/93 limbs to basically lift the flow divider proximal lay to restore flow down both limbs and to trap the clot in the main body of the graft. The limbs were successfully placed and ballooned with the reliant balloon. The physician also placed a 9x40 balloon expandable stents in the distal aorta and common iliac bilaterally to ensure outflow. The physician also placed another balloon expandable stent on the patient¿s left distal common iliac to address the stenosis and again to help preserve outflow. The patient did suffer from claudication due to the lack of blood flow. No clinical sequelae were reported and the patient is doing fine. Cta's 11 days post-implant were reviewed. The bifurcate was positioned just below the renal arteries. The ipsi limb and extension were placed into the right iliac, crossing over the contra limb which was placed into the left iliac. The stent graft was completely occluded beginning just below the renal arteries. Distal flow to both legs (possibly from collateral's) resumed beginning at the femoral arteries. The proximal stent graft od was 22mm. The maximum aaa diameter measured 6cm and was calcified, and the distal aorta was approximately 21 x 24mm and also calcified. Bilateral stents had been placed into both common iliac arteries; both stents partially extended into the distal portion of the aaa aorta. Within the distal aaa, the left and right iliac stent grafts measured 7 - 8mm ID, and within the iliac arteries. Both the right and left iliac limbs (each placed inside the stents) measured approximately 7mm ID. No stent graft kinking was seen. Cta's from 25 days post-implant revealed that beginning just distal to the renal arteries, the contra/left limbs are completely occluded; however, the ipsilateral/right limb is patent. A stent graft was seen placed within each limb extending proximal to the bifurcate aortic body. Within the aortic body the ipsilateral re-lined limb ID is 15x16mm, and the contra re-lined limb is 12 x 16mm. A new 10mm stent was also seen positioned within the distal ipsilateral limb beginning in the distal portion of the aaa, and the left external iliac has also been stented. The maximum aaa diameter is 6.3cm. A bypass graft is seen placed on the left side feeding into the left femoral and supplying blood to the left leg. A 3d recon and detailed film review concluded that the right iliac has a 16x10x124 endurant limb in it . The 10mm region is 40mm long. Measuring up from the distal ro markers is the 16mm region of the limb in the 7-8mm stented iliac which would likely lead to an occlusion. The left iliac has a 156mm long limb in it, which has a 72mm long 10mm diameter section, placing the 16mm diameter region of the limb just outside of the stented iliac region. However, measuring the diameters of the left iliac after the implant of the endurant shows diameters ranging from approximately 3mm (at the distal ro markers) to a fairly consistent 5-6 mm over the approximately 70mm length of the iliac.

Manufacturer narrative:
(B)(4).